Event description:
After several misfirings that have documented proof dr who placed the device agreed to turn off pacemaker because it had numerous times engaged. Pt had asked the dr to place a loop recorder to verify if it was still engaging and the loop recorder verified that indeed it is still engaging. Report reading, 'sinus rhythm, sinus tachycardia pvc, pacs, paced rhythm, paced beats. When this pacer was deactivated pt was told it was dormant. But also because even an interrogation aggravated the heart so bad that the dr asked that it not be sped up during interrogation because it aggravated the heart. Pt talked to the dr concerning the matters and it is a mutual decision to have the device removed but because all of the new damage that has been acquired after the aicd model 1860 guidant pt has several inherent heart damages that have calcified and have caused problem that they did not have before the device was implanted. Several hospitals have documentation that the device misfired, also the times it was beeping and guidant could not explain why it was beeping or why it was firing. The defibrillator has fired 68 times in 40 months. The clock is usually not correct and has to be reset. Especially this last time. Dr himself interrogated and found it 15 minutes fast so it was corrected. Thirty days later the same dr interrogated it and found the time had forwarded to 2 hrs ahead. So pt finally convinced the dr to place the loop recorder to verify what was causing the fast rhythms and side effect. Last dec no one could get pt's heart to slow no matter what they did; 160 bpm or better but only when the device aggravated pt's heart would it beat that high rate, so when it engaged pt felt it and then the adverse effects would be induced.